Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. Multiple requests for product return were sent; however, the product has not been received to date. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists thrombosis and hemolysis as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years. The explanted device is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2016. It was reported that the patient was being admitted today with elevated lactate dehydrogenase (ldh). The patient also had dark urine, abnormal ramp study and new onset of heart failure symptoms. The patient was treated with heparin and milrinone and rhc improved since both were initiated. The patient as listed as status 1a on the transplant list. The patient received a pump exchange on (B)(6) 2018 for suspected pump thrombus. No additional information was reported.